Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, patient factors (pre-existing valvular disease, stage 4 ckd) may have contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 11 months post implantation of a 23mm sapien xt valve in the aortic position, the patient presented with cardiogenic shock, and heart failure with mean gradient of 60mmhg and moderate/serve aortic insufficiency (central leak). A 23mm sapien 3 valve was deployed (90:10 aortic/ventricular) by transfemoral approach with no paravalvular leak (pvl) and mean gradient of 6mmhg. The patient is stable and was transferred for post management care. Upon review of medical records, patient presented with recurrent refractory congestive heart failure with progression of cardiogenic shock, pulmonary edema, respiratory failure, and acute on chronic renal failure. A echo (tte) performed during admission demonstrated a mean aortic valve gradient of 50mmhg, with peck velocity of 4.1 meters per second, and moderate aortic valve regurgitation with an lvef of 45%. In addition, moderate mitral stenosis and regurgitation demonstrated with moderate pa hypertension. Given prior annular measurements, it was decided to implant a 23mm sapien 3 valve. A post valve deployment echo (tee) revealed excellent valve-in-valve position of the sapien 3 with a mean gradient of 4 - 6mmhg with no valvular or pvl evident. Left ventricular systolic contractility appeared to improve with a lvef of 40% post-thv implant. The patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.